Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown synthes tibial nails, unknown quantity, unknown lot. UDI #: unknown part number, UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: oh, c., et. Al. (2008). Bone transport over an intramedullary nail for reconstruction of long bone defects in tibia. Arch orthop trauma surg, volume 128, pp. 801-808. South korea. The purpose of the study was to demonstrate the efficacy of performing bone transport over an intramedullary nail (bton) procedures in order to reduce the complications experienced by patients treated with long term extrernal fixation devices. The study utilized unknown synthes unreamed tibial nails and consisted of 12 male patients with an averate age of 46.2 years (18-76 years). The complications reported included a non-union, a deep osteomyelitis treated with two rounds of currettage and removal of the nail, and a procurvatum deformity of the proximal tibia presented postoperatively after implant failure noted at final follow-up. This is report 2 of 4 for (B)(4). This report is for unknown synthes unreamed tibial nails. This report refers to reccurent osteomyelitis with revision to remove internal fixation. A copy of the article is being submitted with this medwatch.